Event description:
It was reported that a 980 ventilator generated an exhalation flow sensor (evq) error message. The ventilator was not in use on a patient at the time of the reported event. Reportedly, the customer tried to install multiple evqs and gaskets and experienced the same issue. The service engineer (se) inspected the device and verified the reported issue. The se replaced the evq. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.